Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event occurred on an unspecified date involving a plum 360¿ sistema infusionale compatibile con ICU medical mednet¿ software where the customer reported that the pump emits a burning smell when in use. No additional information was reported. There was unknown patient involvement and unknown adverse event / human harm.

Manufacturer narrative:
Investigation summary: there was no evidence of physical damage. There was no evidence of sparks, shocks, flames, charring, melting. There was no exposure electrically charged components/potential for burns/smoke inhalation. A service history review was performed, and it was found that there was no previous service activities related in the last 12 months. During testing ¿warning: replace battery¿ alarm was seen during self-test. Battery was replaced and change battery key pressed in biomed mode. Self-test was repeated without giving any alarm. The reported issue of burning smell was not confirmed and cause could not be determined.